Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to dislodgement, confirmed through x-ray. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: h6 health effect impact code added